Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-08-30, information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. On monday the patient became aware that they were not feeling electricity (confirmed to be stimulation). The patient went to bend down and did not feel electricity going through their hands. It was noted that this might have been doing it before but the patient had not noticed because they were in pain and thinking about their unrelated medical cast. It was reported that the poor communication screen was showing on the patient programmer. The consumer had tried replacing the batteries but this did not resolve the issue. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). It was noted that the patient thought they had successfully charged the ins about a week and a half ago but did not watch to make sure it was charging. Poor communication was on both the patient programmer and insr. The patient was directed to their healthcare provider (hcp). No further complications were reported. On 2019-sep-09, additional information was received from the patient reporting that they had been trying to contact a manufacturer representative (rep) days, but nobody was returning their calls regarding their possible overdischarge. An email was sent out to a rep on the patient¿s behalf and the rep indicated that they would reach out to the patient. A letter was also received from the patient on 2019-09-17, reporting that they have not received a call back. They stated that their stim machine did not work. They stated that ¿turn up power had not worked¿. They stated they called all the numbers they gave them, but they got no answer. They stated that their hands were getting stiffer. The lack of stimulations and inability to communicate with the implant had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient responding to the inquiry on whether or not they were able to resolve the issues of ¿the machine not working and having hand stiffness¿. In response the patient stated that a girl helped the patient get it to work and it was now working. No further complications were reported/anticipated. The cause, actions taken to resolve the issue and patient weight were requested but not specifics were reported. No further complications were reported/anticipated.